Event description:
During patient use, customer reported that the autopulse platform (B)(4) displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) error message upon powering on. The customer checked the life band placement and patient alignment but was unable to clear the advisory and immediately performed manual CPR. No consequences or impact to patient.

Manufacturer narrative:
The reported complaint that "the autopulse platform (B)(4) displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) error message upon powering on" was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 error message was the defective load cell module 1, likely attributed to mishandling such as a drop or a defective component. Upon visual inspection, the front cover was found cracked at the front end area and the load plate cover has a hole. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristic of user mishandling. The front cover and load plate cover will be replaced to address the issue. A review of the archive data showed multiple user advisory (ua) 07; thus, confirming the reported complaint. Functional testing failed due to the (ua) 07 error message displayed upon powering up the platform; thus, confirming the reported complaint. The load sensing system detected a weight/load imbalance between the two load cells upon powering on the device. The load cell characterization test confirmed that load cell module 1 was over reporting (defective). The load cell will be replaced to remedy the complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).